Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable events were identified during device evaluation: damage to the fiber bonding in the distal end of the outer tube area, a broken outer tube (thermistor) resulting in error 104, and a broken r-unit leading to inadequate dielectric strength. Based on the completed investigation, the reported malfunction was attributed to a broken video cable. The additional reportable findings were also determined to be the result of component failures. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported green image during an unspecified procedure involving an olympus video telescope. There was no patient injury reported.